Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test with a disposable novasure device. The device was removed and a uterine perforation was confirmed via hysteroscopy. They reported the physician had difficulty "accessing [the] cervix" and "the cervical canal [was] very tight." The patient remained overnight and was treated with antibiotics (name of medication unk) and "recovery was uneventful". The patient was seen on follow-up in 2008, and it was reported, "pt [patient] has suffered no ill effect". It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as a lot and serial numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.